Event description:
A non-healthcare professional reported that following intraocular lens (iol) implantation, the patient was very unhappy with distance vision. The lens was removed and replaced with another monofocal toric lens in a secondary procedure. Additional information was requested, but no further information is available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: 2023-55700.